Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 3 months dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presented bone type iii.